Event description:
Report received from baxter for overinfusion of 2 devices noted during patient use. Per ncc, nearly 4 ml was infused to the patients in the first hour. Contents of device reported as morphine hydrochloride and saline for a total fill volume of 60ml. No report of patient injury or medical intervention required.